Event description:
It was reported that during a da vinci-assisted surgical procedure, the energy on a vessel sealer extend instrument was not working how it should for the instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend (vse) instrument to perform failure analysis (fa). Fa was not able to confirm nor reproduce the customer reported complaint. The vse instrument was placed and driven on an in-house system and it passed the recognition and engagement tests on 3 of 3 attempts. The instrument was recognized by the e-100 generator and integrated electrosurgical generator unit (iesu). The vse instrument moved intuitively with full range of motion in all directions and the grips opened and closed properly. The vse instrument passed seal and cut tests successfully. There was no physical damage observed during testing. There was no failure logs displayed on energy logs.